Event description:
It was reported that approximately one month and twenty two days post port placement via right internal jugular vein, the patient allegedly experienced swelling and pain in the neck after one hour of common infusion during chemotherapy cycle. It was further reported that under dsa contrast medium examination, it was found that the port was allegedly damaged. Reportedly the port allegedly leaked and then port system was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport implantable port products that are cleared in the us. The pro code and 510k number for the powerport implantable port products is identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. The information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device pending return.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport implantable port products that are cleared in the us. The pro code and 510k number for the powerport implantable port products is identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation, four electronic photos were provided for review. The investigation is confirmed for the reported fracture and fluid leak issues as a small split was noted on the catheter body. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 02/2023), g3, h6 (method). H11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one month and twenty two days post port placement via right internal jugular vein, the patient allegedly experienced swelling and pain in the neck after one hour of common infusion during chemotherapy cycle. It was further reported that under dsa contrast medium examination, it was found that the port was allegedly damaged. Reportedly the port allegedly leaked and then port system was removed and replaced. There was no reported patient injury.